Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check an autopulse device (s/n (B)(4)) displayed a user advisory ua45 (not a "home" position after power-on/restart). The user advisory was able to be cleared. No adverse patient sequelae was reported. No additional information was obtained.